Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an issue with an infusion set. The needle had hurt so they had to change it to another site. Their blood glucose level at the time of the incident was 485 mg/dl. The customer's current blood glucose level was 423 mg/dl. They treated their high blood glucose with 4 units of insulin pen. Troubleshooting was performed on the insulin pump and insulin exited without incident. On (B)(6) 2016, the customer had a low blood glucose level of 46 mg/dl. While on (B)(6) 2017 they had a low blood glucose level of 44 mg/dl. They also mentioned that on (B)(6) 2017, they had a low blood glucose level of 47 mg/dl. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.